Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's right ventricular lead exhibited high impedance and high capture due to lead fracture. The lead was capped and replaced. No additional information was available.